Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a network port issue. A field service engineer tested the network port on the wall and found that the port was not active. A customer has contacted their information technology department to fix the port issue and connected the ethernet cable to a working port to verify communication and to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer reported that the issue persisted even after rebooting the station and the malfunction occurred when the user was trying to issue the medication. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.